Event description:
It was reported that appropriately one hour post implant, the patient implanted with this right ventricular (rv) lead complained of dizziness. It was revealed that the patient's heart rate was 40 bpm and there was loss of capture (loc) at maximum outputs. The patient was urgently brought back for a lead revision. It was discovered once the patient was laying down plat the lead moved back into a position where ventricular capture was achieved. The lead was repositioned more apically without complication yielding satisfactory measured data.